Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device xk3ad / sa84g batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient had a missing lower left posterior tooth and requested implant restoration. The patient was admitted at 13:28. Admission physical examination: t36.4 , p65 times/min, r18 times/min, bp118/68mmhg oral examination: 36.37 missing, concave alveolar ridge. 34 teeth crown missing, no looseness, 35 teeth prepared, overall oral hygiene acceptable, calculus (+), pigmentation (+). No obvious abnormalities were found in occlusion and joints. Cbct showed horizontal absorption of alveolar ridge, sufficient bone mass, and bone density of 2-3 degrees. Diagnosis: 36.37 dentition defect and 34 residual roots. Rule out surgical contraindications. The planting ended at 13:59. At 14: 05, when the third stitch was sewn, the suture broke and was replaced and sutured again. At 14: 09, the suture was completed. The procedure was completed and no patient consequence reported.